Manufacturer narrative:
Product event summary: the 12fcc20 steerable sheath of lot number 0012242031 and data files were returned and analyzed. In the fault file, the following fault messages were found on the reported event date: n-007 indicating the system has lost electrical connection to the catheter. In the pictures, there seems to be a gap between the frame of the handle and the hub of the hemostatic valve. Furthermore, an air bubble was observed in the tubing. Additionally, the steering mechanism seems to be out of the seating from the handle. The lot/serial number of the sheath was not observed in the pictures. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The dial was not attached to the drive screw on the handle. The handle shells were slightly separated at the rear of the handle. The dial was attached into the drive screw and snapped to fully engaged into the handle. A gap was observed at the proximal side of the handle shells. The gap in the handle halves near the valve housing is not an intentional design feature or specification, but it does not have a negative impact on performance the dilator was not returned. Visual inspection of the shaft and the tip was performed: the shaft had no kink, and the tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The shaft can rotate easily on both direction and reaching desired 90° and 180°. The test dilator was inserted into the steerable sheath and retracted several times, without any friction. The test dilator was snap-locked to the steerable sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07921 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01372 psig and in an acceptable range (should be between -0.3 and 0.3 psig). Aspiration and flush were performed without any issue, no air bubble or any leak was observed on the side tube. The reported air ingress issue was not confirmed, and there is no leak on the entire steerable sheath. The reported steering mechanism came out of its location and was confirmed through visual inspection. The reported sheaths with the appearance of a gap can be used normally, there is no impact to performance. In conclusion, the reported air ingress issue was not confirmed. The steerable sheath failed the return product inspection due to the rotation dial being out of its place on drive screw and kink was observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was air ingress. It was also reported that the sheath deflection mechanism cover broke off and the seam on the handle was not completely sealed. Despite the issues, the case was completed with cryo. No patient complications have been reported as a result of this event.